Event description:
The customer reported gastrostomy tube placement is performed for replacement no. 24, after this, it is indicated by emergency medical and nursing personnel to exit the tube. It is assessed again where the balloon is filled with water and water leakage was observed through it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no physical samples received for investigation, but a video was provided. The video was reviewed and a leak in the balloon was observed. The affected component is produced by an external supplier. A supplier corrective action request has been sent to the supplier to further investigate and address the observed condition. All information will be used for tracking and trending purposes.